Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional pro-code: hwc complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2023 while reaming over a 2.5mm ball tip guide wire to insert a tibial nail advanced using long monobloc reamer system, significant resistance was met while attempting to pass first reamer (8mm diameter). Stryker system 8 power was used on drill setting for this portion of procedure. For entire proximal half of the tibia during reaming with this instrument, significant resistance was met with reamer shaft and head. Reamer was successfully passed down length of femur with relent of resistance after exiting diaphysis of tibia on distal end. Upon removing 8mm monobloc reamer from canal and ball tip guide wire, front end of reamer and first segment of shaft connected to reamer head were visualized as disconnected from remainder of reamer piece as this fragment fell to ground when transferring reamer to back table. Fragments were generated, however no pieces were left in patient. The surgery was successfully completed. Patient outcome was unknown. This complaint involves one (1) device. This report is for one (1) 2.5 reaming rod ball tip/950-sterile this is report 1 of 1 for complaint (B)(4).